Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. UDI not available. PMA/510(k) number: k013227.

Event description:
It was reported the implant fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One tapered screw-vent implant (tsvwb11) and one unknown legacy zimmer screw were returned for investigation. Visual evaluation of the as returned products identified fracture around the implant platform and screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads (which were also damaged) due to usage. Device history record (DHR) review for the lot (62322930) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62322930) for similar events and no other complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.